Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the event could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope goes black randomly when connected to the 4k autoclavable camera head. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
A follow up was made and the customer confirmed that the issue was resolved. No device will be sent for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.